Event description:
It was reported that a patient underwent a debridement and suture of right forearm procedure on (B)(6) 2022 and suture was used. During the procedure, at about 12:30 noon, the patient was injured by a stone on the inside of his right forearm and came to the hospital for surgery. The doctor sutured the patient's wound with suture, and the suture broke when knotting. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - was there any adverse consequence associated with the patient? - please provide the product code and lot number: